Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information from a clinical study that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded an untreated episode caused by non-cardiac signal oversensing. The s-ICD started to charge but the shock was diverted. The s-ICD sensing vector was changed from secondary to alternate to resolve the issue. No adverse patient effects were reported. Subsequently, the patient was seen for an inappropriate shock due to noise and oversensing. The issue was unable to be recreated during an in office visit. Data was later reviewed by technical services (ts) who confirmed a favorable system placement and stable weekly impedance measurements. Ts stated possible root causes being electrode damage or a possible connection anomaly. The system was explanted and returned for analysis.

Manufacturer narrative:
UDI = (B)(4); following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information from a clinical study that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded an untreated episode caused by non-cardiac signal oversensing. The s-ICD started to charge but the shock was diverted. The s-ICD sensing vector was changed from secondary to alternate to resolve the issue. No adverse patient effects were reported. Subsequently, the patient was seen for an inappropriate shock due to noise and oversensing. The issue was unable to be recreated during an in office visit. Data was later reviewed by technical services (ts) who confirmed a favorable system placement and stable weekly impedance measurements. Ts stated possible root causes being electrode damage or a possible connection anomaly. The system was explanted and is expected to be returned for analysis.